Manufacturer narrative:
H11: corrective data: corrected section: h6 (investigation findings).

Manufacturer narrative:
H10. Additional manufacturer narrative: additional information added to b5 and h6. The cause of the event cannot be determined at this time.

Event description:
Edwards learned a 27mm aortic valve was explanted after two (2) years, one (1) month, due to aortic valve endocarditis, severe aortic insufficiency with paravalvular leak, and thickened leaflets. Patient presented with congestive heart failure. There were no gross vegetations, although it did appear that the valve leaflets had some thickening. The underlying valvar was noted to have a fairly large paravalvular leak and the valve leaflets were thickened and had some debris, it was questioned whether it was infected.the explanted device was replaced with a 25mm aortic valve. The patient also underwent mitral valve replacement with a 33mm mitral valve due to moderate to severe mitral insufficiency. The patient was transferred to the cardiac intensive care unit in stable condition. Patient was discharged on post-operative day six (6) in stable condition. Pathology reported noted explanted aortic valve consisting of a tricuspid bioprosthetic valve with intact sewing ring. The leaflets are glistening, yellow-tan and flexible with no discrete vegetations or calcification.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information 27mm aortic valve was explanted after two (2) years, one (1) month, due to unknown reasons. The explanted device was replaced with a 25mm aortic valve. The patient also underwent mitral valve replacement with a 33mm mitral valve.